Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to issue medication. A technical support specialist (tss) confirmed that the pharmacy representative reported a nurse was unable to request medication last night, and again this morning. In another case, the drawer did not open after the medication had been approved. The representative was unable to reconnect with the nurse. The tss advised the client to have the nurse reach back to us for real-time troubleshooting. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a nurse was unable to request medication. In another instance, the drawer did not open after medication approval, and the representative was unable to reconnect with the nurse. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.